Manufacturer narrative:
A detailed analysis of the batch history was carried out, including the review of quality notifications. A maintenance record (605535001) was identified as potentially related to the observed defect. Upon evaluation of the images and the sample, the presence of foreign material located on the needle bevel was confirmed. Visual inspection of the provided sample indicated that the contaminant exhibits characteristics compatible with epoxy resin adhered to the bevel surface. This type of contamination may occur due to: improper transfer of resin during the assembly process, and according to the maintenance order, the assembly unit was slightly misaligned. Corrective actions were taken, including: alignment of the blowing system. Increase in the diameter of the blowing hose. Cleaning and adjustments to the vacuum system. Following these adjustments, process monitoring was conducted to ensure the effectiveness of the corrections. Considering that this is the first complaint related to this batch, and that it does not exceed the established limit for acceptable quality notification (nqa), and that maintenance orders indicate defect correction, the identified incident will be monitored for future trend evaluation.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter. The following information was provided by the initial reporter: client states: needle 40x1.6 with blocked aspiration flow due to a foreign body in the bevel of the needle. It seems to be a crystal/plastic that is obstructing the passage of the aspirated liquid. As I've noticed that this isn't the first time it's happened, I'm making this entry. Date of occurrence: (B)(6) 2025. Material: agu 1,6x40mm 300005 bd. Product code in mv: 4310. Lot: 4297175. Additional information received on 29jul2025: email follow up: - is there any impact on patients? If so, please explain in detail? No, because on identifying the needle with this foreign body, it was separated and not used. - has anvisa been notified? If so, what is the notification number? No.